Manufacturer narrative:
This report was sent in error it is a "non-valid complaint" and not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device failed with e315 alarm with multiple scopes. The issue was found during set up / inspection for use (during set up in room / before patient in room). There was no patient involvement.